Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g6 continuous glucose monitor (cgm) failed to pair with the ilet, with repeated prompts to re-enter the transmitter code and the pump displaying a dosing stopped message, consistent with intermittent communication failure involving the antenna/electrical communication pathway of the cgm interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and partner organization. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g6 resulting in intermittent communication failure localized to the electrical and magnetic communication path, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.